Event description:
It was reported that the catheter separated during removal from the pt. A piece of the catheter was retained in the pt. There was no plans at this time to remove the retained piece of catheter. There were no add'l complications.